Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in the ippc. Fse analyzed the system and found the machine is booting but showing a message of low space available on the display. Fse re-created the image disk of ip-pc. After re-creating the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine is not booting and giving the error message ¿memory full error¿. The device was in clinical use. Patient harm is unknown. The service engineer recreated the image for ippc and check the machine completely. The machine was handed off to the technician in working condition. Philips has started an investigation of the complaint.